Manufacturer narrative:
The table top has been send to (B)(4) for investigation and repair. During the investigation maquet found that the central housing of the table top was broken on two locations toward the head side of the table top. Collision with an obstacle below the table top when adjusting the height (for example when the transporter is not moved completely under the column for the postoperative transfer) can cause this type of reported malfunction. Maquet found marks on the underside of the table top consistent with collision damage. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
(B)(4).

Manufacturer narrative:
The table top in question was requested for investigation. At the time of this report however the table top has not yet been arrived so that the investigation has not yet been carried out. Maquet (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report.

Event description:
A patient was positioned on the table top. During transfer of the table top to the column, the table top was moved to the head end. This resulted in an overload and break of the table top at the mounting. The table top tilted forward, and was intercepted by the staff so that no patient injury occurred. No injury was reported to maquet. (B)(4).